Event description:
A user facility reported that an intraocular lens (iol) was implanted and removed. Add'l info and two operative reports were received from the operating room supervisor. During the initial implant, the nucleus was quite difficult to turn, the zonules were loose and positioning of the iol was difficult due to the laxity of the zonules. After the lens positioning was complete, it appeared to be within the capsular bag but is was difficult to assure that it was not in the sulcus. Due to the instability of the zonules a decision was made not to manipulate the lens further. The lens was well centered. An unapproved viscoelastic was used during the implant procedure. The next day, the lens was subluxated inferiorly, with zonular dialysis and the lens was exchanged for a different model. During the exchange procedure, a vitrectomy was performed. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The viscoelastic used was not qualified for use with the lens/cartridge/handpiece combination used during the procedure. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2011 and (B)(4) 2011 by mail, fax and phone. A completed quality questionaire and operative reports were received (B)(4) 2011. A completed f/u questionaire has not been returned. (B)(4). This report was mailed to FDA on: 05/13/2011. (B)(4).